Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (one gram, route, frequency and duration not reported) and imipenem (250mg/bag daily and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. Action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s antibiotics were discontinued. The patient's fluid was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.